Manufacturer narrative:
A device history record (DHR) review was conducted, which indicated that all inspections were completed, and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The technician did not observe any physical damage. The technician performed the functional test and reported issue of low flow and slow pumping was not duplicated. The device operated as intended. The technician performed the preventive maintenance (pm). The device passed all the functional testing. The root cause could not be determined as the reported issue was not confirmed and complaint was not confirmed. D4 (UDI number) is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a low flow and slow pumping problem. No patient injury was reported.